Event description:
The customer indicated that the probe on the ortho provue analyzer was not dispensing the correct amount of fluid into the mts gel cards. No erroneous results were reported. Incorrect or no dispense can lead to erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer went to the customer site and determined that the pressure was out of specifications and the wash station was cracked. Replacement of the probe, wash station and the appropriate adjustments has returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4).